Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer's blood glucose reading was 39 mg/dl at the time of the report. The customer stated that she is experiencing low blood glucose levels as a result of her recovery from the hyperglycemia. Troubleshooting was performed, and the insulin pump was programmed correctly. The lead screw test passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See scanned pages.